Manufacturer narrative:
H10: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an adenoid removal surgery, the black piece leading up to the tip of a procise max coblator tore into the side of the patient's skin where it was rubbing it. The procedure was performed, without any delay. It is unknown how the procedure was completed. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The shaft covering has tool marks and scratches on it from an external tool. None of the metal shaft is exposed. A very small portion of the tip of the covering can be moved with excessive force applied to it near the spacer at the tip. The opened device was tested and plugged into the controller and registered settings (0,3) meaning end of life. A bypass box was used and found no issues with plasma production or coag activation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (pressing the shaft against rough or sharp surfaces or an impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.